Event description:
A ureteral stent was used for evaluation of renal function. During the procedure, the physician was unable to advance the catheter into the renal pelvis over the guide wire. While taking the catheter out of the body, this distal j portion of the catheter broke away from the shaft and remained in the pt. Attempted removal of fragments by using a biliary basket and hemostat were unsuccessful and the j tip snapped and left fragments through out the flank. Eventually, an 8 french nephrostomy catheter was placed over the wire into proximal ureter of right kidney. As of yet, there were no immediate plans to remove device fragments. There were no further complications reported with this event.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.